Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula was missing. The customers blood glucose level was 171 mg/dl. The customer stated that they turned the sensor on and it did not worked. The sensor will not be returned for analysis.